Manufacturer narrative:
The reported lot # [200066940] was not found for the reported catalog # [2000e-04]. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: a 2000e-04 sample was not available for investigation of this feedback; however the customer indicates that an occlusion was identified when attempting to flush the sample. The connecting product in use at the time of the customer's experience was not returned to assist the investigation. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 20066940 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined in this instance. Without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the reported issue. Previous complaints for occlusions have been related to features on the surface of the male luer of the connecting products. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. In this instance the connecting product in use at the time of the customer's experience were not available for investigation and therefore it has not been possible to confirm if this may have contributed to the customer's experience. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 2000e-04 set in the past 12 months.

Event description:
It was reported that the smartsite needle-free connector was blocked/occluded during the flush. The following information was provided by the initial reporter: I¿ve come across a few faulty IV bungs in my travels while assisting other crews. The bungs are not isolated to one particular station supply. Other paramedics in passing conversation have also experienced similar issues. They simply won¿t allow a flush to go through them, requiring bungs to be swapped. Also one bung felt as though there was a sudden release in obstruction during a trial flush. No obvious foreign body was visible. Obviously the risks being; increased infection risk to patient and exposure risk to clinician with multiple bung switching. Unnecessary 2nd cannulation due to false perception that initial cannula is not patent. Worst case scenario potential emboli of foreign body.